Event description:
When pt was intubated, the resuscitation bag was applied to the et tube. Compliance remained good for several minutes. It was noted a sudden onset of increased resistance to deflating the bag and ventilation became difficult. Pt appeared to have subcutaneous air across chest and abdomen. Exhalation was prolonged with grunting wheeze noted. The dr made an incision for chest tube placement and compliance immediately improved. Compliance remained good through code. Pt was being prepared for transport, within a few seconds of the chest tubes being removed from suction, the bag resistance increased dramatically and chest, abdomen and scrotum became taught and inflated. Groaning and prolonged exhalation was again noted. The resuscitation bag was disconnected from the et and it was noted that with a hand over the inspiratory port, there was pressure against it and the reservoir bag was over distended. The resuscitation bag was replaced and compliance remained good until pt was transported.